Event description:
The customer reported that during a laparoscopy, the device jaws would no longer open while on tissue. The device was cut out of tissue resulting in some bleeding. There was no pt injury.

Manufacturer narrative:
(B) (4). (B) (4). The sample has been requested but to date, the incident sample has not been received for evaluation. If the sample is received or if additional info pertinent to the incident is obtained, a follow-up report will be submitted.